Event description:
It was reported that there was a change in therapy effect, that the patient currently was not getting as much benefit as they used to receive. The reporter would like to do a dye study because the patient had a mass; it was thought the mass could be a rheumatoid nodule right where the catheter inserted into the lumbar area. It was also reported that upon interrogating the pump there was a note that the catheter information was unknown, but the volume was listed at 0.229 ml. The reporter stated the patient was very small and they could palpate the pump and along the catheter to the back and noted being confident that the catheter was not that long. The reporter indicated they were not comfortable going forward with a dye study at that time. The patient was scheduled for surgery in (B)(6) 2014, and they may replace the catheter at that time. The pump system was being used to deliver compounded baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the medications in the pump were noted as hydromorphone and again noted compounded baclofen. The patient was also taking oral hydromorphone at the time of the event. A granuloma was noted where the catheter was disconnected in the two piece connector in the old catheter. The patient symptoms were reported as increased pain. An "isp" dye study was done. A revision of a new ascenda catheter and pump reservoir was noted. The patient was still recovering, but the hcp expected a good outcome.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l75455, implanted: (B)(6) 2000, product type: catheter. (B)(4).